Event description:
The customer reported, a suspected positive bi. The load was not recalled and the devices were used on pts. No info is available regarding possible pt impact.

Manufacturer narrative:
.